Event description:
It was reported that during the implant, after the right ventricular (rv) lead was connected to the device, oversensing and noise was noted. The sensitivity was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead (B)(6) 2006. (B)(4).